Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Device analysis revealed that the device loss of telemetry and all functions were due to a severely depleted battery. The device had a high current drain and there was evidence of contamination on the hybrid. Hybrid analysis confirmed that the device battery to be depleted and that the contamination was identified to be zinc-carbonate. The cause of the contamination was not determined. High voltage capacitor analysis revealed that based on the electrical testing results and visual inspection, the capacitors likely had no relation to the field issue. Battery analysis concluded that no evidence of battery internal issues was found which could lead to battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an implantable cardioverter defibrillator (ICD) had early elective replacement indicator (eri) prior to use. The device was never used. There was no patient involvement.